Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31812. It was reported the patient experienced ineffective stimulation due to invalid impedances and the lead being kinked at the base of the anchor. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored. Note: it is unknown which is lead is liable, as such both leads are being reported.